Event description:
Missed dose [product dose omission issue]. While withdrawing the medication from the vial nurse observed that the medication was not coming out from the vial [device defective]. Case narrative: this initial spontaneous report concerns product complaint of product dose omission issue and device defective in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 28-may-2026 amneal pharmaceuticals received information from nurse via a telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On an unknown date of 2026, the patient was being treated with risperidone, 50 milligrams (frequency and route were unknown) (ndc: 70121-2628-5, lot/batch number: ap250592, expiry date: 30-nov-2027, serial number: (B)(6)) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On unknown date of 2026, they received a sealed medication kit from wholesaler and on an unknown date the nurse while withdrawing the medication from the vial nurse observed that the medication was not coming out from the vial. The reporter further stated that medication was not administered to consumer. Last action taken with risperidone in relation to product dose omission issue and device defective was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue and device defective were unknown. The reporter did not provide the causality of events product dose omission issue and device defective with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.